Manufacturer narrative:
Internal complaint reference: (B)(4).

Event description:
It was reported that the four (4) cutiplast plus steril 10 x 24.8 parts were not welded shut at the end. This of course eliminates the sterility. As this was noticed in a non-therapeutic environment, there was not patient involved.

Manufacturer narrative:
Corrected data: this complaint has been reassessed based on additional information gathered by the manufacturer. It was determined that this event does not fulfill reporting requirements per 21cfr803. This complaint/MDR report has been found to be a duplicate of case (B)(4) (MDR report 8043484-2024-00036). As a result, smith+nephew now considers case (B)(4) (MDR report: 8043484-2024-00068) as a non valid record. All investigation findings will be communicated through case (B)(4) in due course.